Manufacturer narrative:
The customer¿s meters were provided for investigation where they were tested using retention strips and controls. The customer's test strips were not returned. Lot# 378399-11 with meter sn (B)(4). Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr. Qc 2: 3.2 inr. Qc 3: 3.2 inr. Lot# 381236-12 with meter sn (B)(4). Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378399 and 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results from coaguchek xs meter serial number (B)(4) (meter a) compared to coaguchek xs meter serial number (B)(4) (meter b) and a laboratory result using a stago analyzer with a stago neoplastin reagent. At 10:50 am the meter a result was >8.0 inr using strip lot 38123612. At 11:12 am the meter b result was 4.8 inr using strip lot 37839911 expiration: 31-jul-2020. The laboratory result was 4.0 inr within 4 hours of the meter comparison results. The patient¿s therapeutic range is 2.0-3.0 inr.